Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint the forceps has no pass as well due to foreign material inside was confirmed. Based on the results of the investigation the forceps did not pass through by clogging of foreign material in biopsy channel. The foreign material could not be identified. Additionally, there was no physical damage at biopsy channel. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "tjf-q190v operation manual 3.3 inspection of the endoscope", and preventative measures in "tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope has foreign material exiting from the channel. There was a stint lodged in it. The forceps has no pass as well due to foreign material inside. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.